Manufacturer narrative:
This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a hardware removal surgery due to a broken trochanteric femoral nailing system advanced (tfna) nail. Procedure and patient outcome are unknown. Concomitant devices reported: unknown helical blade (part# unknown, lot# unknown, quantity# 1); unknown screws (part# unknown, lot# unknown, quantity# unknown); this report is for one (1) nails-tfna. This is report 1 of 1 for (B)(4).